Event description:
The treatment was started at 7:20, and at 7:44 the pt complained of nausea and vomiting, which was treated with 12.5 mg phenergan, at which time the pt lost consciousness. Clinic staff noted that the blood in the circuit had taken on a black color, alerting them to possible hemolysis. The treatment was terminated and the pt was sent to the ER. No decrease in hematocrit or other indications of hemolysis were noted at the hosp, and the attending physician determined the pt had suffered an allergic reaction to the phenergan.

Event description:
The treatment was started at 12:00 and at 13:22, blood was noted in the dialysate line and the drain tested positive for blood. There was no blood leak alarm from the machine. The treatment was terminated and resumed at 13:24 with a dry pack dialyzer. The treatment was completed without further incident at 15:27. This treatment was therefore mis-reported as possible hemolysis when only an undetected blood leak had occurred. The blood leak detector was found be operating to manufacturer's specifications.